Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass has invalid data. It was also noted that at device classified termination of events, arrhythmia appears to continue beneath detection rate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.